Event description:
As reported by an edward united kingdom affiliate, post successful deployment during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was resistance during retraction of the commander delivery system into the esheath due to the commander delivery system not being properly unflexed (10-20% remained flexed). A kink in the esheath was observed by fluoroscopy. To resolve this issue, negative pressure was applied to the commander delivery system while moving commander delivery system back into the esheath. The team was able to successfully pull the commander delivery system balloon back into the tip of the esheath, and devices were removed from the patient as a single unit. Upon removal of the devices, the liner was observed to be torn. Per images received, the liner was observed to be delaminated.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The provided imagery was reviewed, and the following was observed: post-procedural device photo shows the delivery system within the sheath at the distal end. The sheath liner appears partially delaminated, with the potential of a full circumferential delamination, and liner bunching towards the hub. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath kinked, bent was unable to be confirmed due to no device/relevant imagery returned, while the complaint for esheath liner delamination was confirmed through review of the provided imagery. Per event description, 'there was resistance during retraction into esheath because the commander delivery system was not properly unflexed as indicated and 10-20% remained flexed. Then, a kink was confirmed in the esheath by fluoroscopy. To solve this issue, using 50ml syringe, it was manually performed negative pressure via 3 way sheath of commander delivery system and, at the same time, moving commander ds back into esheath by fluoroscopy.' In addition, per the follow up communication, 'due to the full expansion of the balloon and the profile now being large and no full negative pressure, there is residual volume in the balloon that required a further negative pressure pull of the 50ml leur lock to pull in back into the esheath tip safety.' Per imaging evaluation, a post procedural device photo shows the delivery system within the sheath at the distal end, with the sheath liner partially delaminated and bunching towards the sheath hub, with the potential of a full circumferential delamination. Per the training manual delivery system removal steps, 'completely unflex the delivery system' and 'ensure the balloon is completely deflated'. In this case, the delivery system was not completely unflexed, and there was residual fluid left in the balloon during the withdrawal attempts through the sheath. The unflexed delivery system combined with the residual fluid that was left inside the balloon can increase the balloon profile and lead to non-coaxial retrieval, which can result in difficulties withdrawing the balloon through the sheath. The altered balloon profile can be more susceptible to catch on the distal end of the sheath. As a result, excessive manipulation may have been used to overcome the withdrawing difficulties and contributed to the reported sheath kink and liner delamination. In addition, tortuosity and calcification were reported in the access vessel. These patient factors can subject the sheath to suboptimal angles and can also contribute to the reported sheath kink. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (residual fluid in balloon, non-coaxial retrieval, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.